Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity) and neuron max 6f 088 long sheath (neuron max). During the procedure, the physician was unable to advance the velocity over a guidewire. Therefore, the velocity was removed. The procedure was completed using a new velocity and the same neuron max. There was no report of an adverse effect to the patient.